Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient/donor information was included. Additional details are not available.

Event description:
A nonreactive alinity s anti-hcv result of 0.32 s/co was generated for an alinity s anti-hcv ii clinical trial donor re-entry sample (sid (B)(6). The donor was previously deferred during alinity s anti-hcv ii clinical trials. The nonreactive alinity s anti-hcv result of 0.32 s/co is considered to be false nonreactive. Donor re-entry process is conducted for samples that were discrepant during initial clinical trial testing for the alinity s anti-hcv ii assay. Re-entry testing: (B)(6) 2022. Sid (B)(6). Alinity s anti-hcv result: nonreactive 0.32 s/co. Alinity s anti-hcv ii result: repeat reactive 13.59, 13.44, 13.30 s/co. Nat result: nonreactive. Ortho result: nonreactive. Initial testing: (B)(6) 2021. Sid (B)(6). Alinity s anti-hcv result: nonreactive 0.26 s/co. Alinity s anti-hcv ii result: repeat reactive 11.53, 12.06, 12.02 s/co. Nat result: negative. Roche anti-hcv ii result: reactive. No impact to donor or patient management was reported.

Manufacturer narrative:
Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. To evaluate clinical sensitivity, 112 replicates of two sensitivity panels (anti-hcv panel a (core only) and anti-hcv panel b (ns3 only)) were tested. The sensitivity panels met specifications. No false non-reactive results were obtained. Additionally, two commercially available seroconversion panels (zeptometrix hcv seroconversion panels hcv9045 and hcv9047) were tested. Alinity s anti-hcv reagent, ln 6p04-60, lot 35225be00 detected the same first bleed as reactive compared to historical results for alinity s anti-hcv. Further, additional replicates of the positive control were tested which all met specifications. Based on the investigation, no deficiency for lot number 35225be00 was identified.